Event description:
It was reported that during an implant procedure the bi-wing anchor had slipped off the lead component after its placement. Specifically, after the anchor was placed it was cinched onto the lead ¿fine¿. The physician then tried to use a suturing product from another manufacturer which was not successful and ended up not using the product. After this, the physician then tried to move the anchor and noticed that it was slipping up and down the lead component. Another anchor was then used which worked fine. The patient was reported as doing well after the procedure. No product was explanted during the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97792, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).